Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of anomalies during testing. No unexpected failed batt test alarm noted during testing. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump unsuccessfully downloaded traces and history files using thump. Pump unsuccessfully paired guardian link 3 transmitter and mobile. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After swapping with a test pcba 2 board, pump was properly downloaded and passed communication test. Test p-cap locked into place properly during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails, cracked retainer, label damage, serial number label missing and pillowing keypad overlay. In conclusion, no unexpected audio/vibrate anomaly/absence of alarm anomalies noted. No unexpected battery power loss. However, pump not communicating with the transmitter paired guardian link 3 transmitter and mobile confirmed during testing, problem isolated to the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm and the insulin pump kept beeping. The customer also reported a loss of communication between the insulin pump and transmitter and the insulin pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined by the customer for replace battery now alarm. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the loss of communication and found the transmitter was out of warranty. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.